Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 2 infusion set cannula kinked event on (B)(6) 2024 within 3 hours after insertion. The site of insertion was abdomen. The blood glucose was reported high. Patient took correction injection via mdi. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.